Event description:
The customer reported to olympus that while using the evis exera iii gastrointestinal videoscope the image appeared, but the monitor was noisy. The screen came up with lines and debris was found inside the scope. The issue was found during the procedure and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated and the customers allegation was confirmed. The image would intermittently flicker on and off and there were excessive tear marks in inside channel of the forceps passage, near the distal end using a boroscope. The scope leak test passed the dunk test, there were dents and scratches on the distal end plastic cover, leaking from the air/water cylinder, the suction flow was kinked and had tear marks, and there was loose play of the (up/down) control knob movement. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon return and evaluation of the device, it was found that there was white reside inside the biopsy channel port. This report was submitted for white residue that remained inside the biopsy channel port.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the biopsy channel port was unable to be identified. Olympus will continue to monitor field performance for this device.